Event description:
See initial report.

Manufacturer narrative:
The laboratory confirming the contamination report was provided by customer. Field service technician dispatched to the facility de-calcified this system, replaced all internal and external tubing and disinfected the system using bleach and finishing with h2o2 through previous follow-up communication with the customer, it can be highlighted that the device is cleaned regularly according to the instructions for use. Moreover, the device is placed inside the operating room, with the fan positioned opposite to the patient at an estimated distance of about 2 meters from the surgery field. In addition, the hospital user does not use reusable heating blankets for the patient. Moreover, a disposable pall-aquasafe water filter with a 0.2 m membrane is used for tap water, the h2o2 is checked every day and when the device is not used, it is stored full of water and checked daily excluding weekends. No patient reusable heating blankets are used by the hospital and the 3t aerosol collection set is replaced after the allowed use period. The livanova device is used in combination with medtronic myeotherb and it is connected through opaque disposable tubing. The root cause of the reported contamination could not be determined. Based on the investigation of the similar complaints referenced it appears that the customer is operating the device according to the instruction for use. Based on the information collected the complaint was caused by a source of contamination present at the customer site, despite the precise source of contamination could not be determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria growth in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and a field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) . Through follow-up communication livanova learned that device (B)(6) was positive to m. Chelonae/salmoniphilum/stephanolepious (5 cfu/ml) and m. Chimaera/intracellulare (11 cfu/ml) pre-disinfection and that post-disinfection was negative. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Hold vm 10.04 livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated. There is no report of patient injury.

Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.

Event description:
See initial report.